Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, the plum set had an issue with micro-bubbles and air buildup in lines after proper priming of their tubing, which is alarming when running intra-arterial procedures. The nurse used the back-prime feature on the pump to attempt to clear the air in line alarm but immediately stopped after seeing blood reversing upstream in the tubing. There was a patient involved but no harm was reported.